Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The testing of the device verified that an error code of "system fault 104"; this indicates a problem with the motor. The cause of this component issue was not definitely established.

Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The customer's stated problem was verified. The device displayed error 104, with a continuous alarm with a blank display. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed an alarm with a blank screen. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received indicating that the event occurred while in routine testing.